Manufacturer narrative:
The product information was not provided. It is not possible to determine the manufacture date without the product information. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
For 3 weeks a (B)(6) customer had been getting blood glucose readings of 300-400mg/dl on the contour next link 2.4 while contour next readings were 100-120mg/dl. The differences between the readings fall in the "c" or "d" zone of the consensus error grid, making the differences clinically significant. No allegation of an adverse event. The test strips were not expected to be returned for evaluation. A new meter was sent to the customer.

Manufacturer narrative:
See product information that was not in the initial report. Model# was not provided. See manufacture date.